Event description:
It was reported that an ilet device did not keep a charge during training despite attempts to charge using two different charging pads and multiple outlets, consistent with a device power or battery depletion issue involving the charging/power subsystem. Symptoms included no alarms or alerts. Outcomes included the need for product replacement to restore therapy continuity. Investigation included customer troubleshooting and education regarding charging methods and use of alternate power sources. Investigation of this case revealed a persistent failure to accept or hold charge, indicating a suspected battery or charging interface malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or power-related device malfunction.